Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
On 2015-08-25, information was received from a consumer regarding a (B)(6), male patient who was receiving an unknown drug via an implantable pump for an unknown indication. On an unknown date, the pump's battery ran out and the pump was replaced. Additional information has been requested regarding the details of the battery depletion, troubleshooting and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.